Manufacturer narrative:
Corrected information: the aware date for this report should be 07/11/2024.

Event description:
A user facility¿s sr director of product development reported that during the post bun sampling at the end of a patient's hemodialysis (hd) treatment the needle vacutainer pieced straight through the sample port safety stop on the arterial line of a combiset bloodline. It peeled it back and air was introduced into the patient¿s arterial line. The patient¿s arterial blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The actual sample was discarded. Following this event, they pulled a combiset bloodline out of the same box and was able to duplicate the needle going through and peeling back the stopper issue. A sample was not returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's sr director of product development reported that during the post bun sampling at the end of a patient's hemodialysis (hd) treatment the needle vacutainer pieced straight through the sample port safety stop on the arterial line of a combiset bloodline. It peeled it back and air was introduced into the patient¿s arterial line. The patient¿s arterial blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The actual sample was discarded. Following this event, they pulled a combiset bloodline out of the same box and was able to duplicate the needle going through and peeling back the stopper issue. This companion sample is available for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s sr director of product development reported that during the post bun sampling at the end of a patient's hemodialysis (hd) treatment the needle vacutainer pieced straight through the sample port safety stop on the arterial line of a combiset bloodline. It peeled it back and air was introduced into the patient¿s arterial line. The patient¿s arterial blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The actual sample was discarded. Following this event, they pulled a combiset bloodline out of the same box and was able to duplicate the needle going through and peeling back the stopper issue. A sample was not returned for evaluation.